Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How the procedure was complete? Procedure name and date? Status of product return? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The customer reports that the wires pulled off. It was impossible to see if the other wires were pulled off because the packaging is transparent.

Manufacturer narrative:
Date sent to the FDA: 2/16/2021. Additional information: d9, h6. Additional h-3 summary: visual analysis of the returned sample determined that an opened sample of product code fz318h was received for evaluation. Clip off could be observed in the strand. The visual inspection concluded that in the barrel hole remnant suture was noted, the suture end is severely cut (damaged) and no further functional test could be performed due to the condition of the returned device. The clip off defect has been correlated to the manufacturing process. According to the procedures is a class 1 defect. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Based on the information currently available, the pulling off was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, and the following was obtained: 1. Please specify when "the wires pulled off": before use on patient or upon handling? During the opening or detachment found in package? Yes. Or the needle prematurely releases from the suture strand during dispensing, use or after tissue passes? No response. 2. It was reported that ¿wires pulled off¿. How many pull offs occurred during this single colostomy procedure? Several - they were not counted. 3. Were there any adverse patient consequences due to the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 01/21/2021. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number qbzapa /fz318h40, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: how the procedure was complete - use of another device pds 0 z2318. Procedure name and date - colostomy closing. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please specify when "the wires pulled off": before use on patient or upon handling? Or detachment found in package? Or the needle prematurely releases from the suture strand during dispensing, use or after tissue passes? It was reported that ¿wires pulled off¿. How many pull offs occurred during this single colostomy procedure? Were there any adverse patient consequences due to the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.